Manufacturer narrative:
The customer¿s complaint of tubing separated at the drip chamber was confirmed. No functional testing of the returned set was deemed unnecessary due to a separation. Visual inspection, observed that the tubing was completely separated from the drip chamber outlet port. Inspection under microscope also observed a gap of the tubing not being fully inserted into the drip chamber outlet port and traces of insufficient solvent on the tubing. The tubing was found to be within specification. Device history record for model ms3500-15 lot 20023135 shows that the set was manufactured on 7 february 2020 with a total of 23,753 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported from an infusion clinic that when using the secondary spike a pre-medication bag of ondansetron the tubing separated from the drip chamber and medication spilled out. It was reported there was no patient involvement. It was also reported there was exposure to ondansetron, but there was no reported harm to any medical staff.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from an infusion clinic that when using the secondary spike a pre-medication bag of ondansetron the tubing separated from the drip chamber and medication spilled out. It was reported there was no patient involvement. It was also reported there was exposure to ondansetron, but there was no reported harm to any medical staff.